Event description:
While urinating, a small plastic piece came out. The patient had previously had an indwelling foley catheter which was thought to be a potential source of the plastic.

Manufacturer narrative:
A patient brought a small plastic tube to his physician's office and stated that it came out when he was urinating. There was no injury or need for medical intervention. The patient had been a previous inpatient and while hospitalized, he had an indwelling foley catheter. A photo was sent showing a translucent tube measuring approximately 3 cm in length. The diameter was not reported and the sample was not returned. We have no lot number. It is not known where the tube originated. Other than the foley, there was nothing else inserted into the patient during his hospital stay. The components in the foley kit were reviewed and there are no components that resemble the object in the photo. A root cause has not been determined. We cannot confirm the catheter caused or contributed to the reported incident. However, in an abundance of caution, this medwatch is being filed.